Event description:
It was reported there was interrogation difficulty with consulta devices. The programmer was returned for evaluation and repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed there was interrogation difficulty with consulta devices; when attempting to interrogate a consulta device, the programmer reverted back to the select model screen. Software reloaded and updated to resolve. Concomitant product: 229047 analyzer. (B)(4).